Event description:
Pt was revised to address tibial and femoral loosening, osteolysis, poly wear, and chronic pain.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 306 mg/dl and 150 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.